Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four bursts of inappropriate anti-tachycardia pacing (atp) and three electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed report with the clinician. Device is being continually monitored and remains in service. No additional adverse patient effects were reported.